Event description:
It was reported that while using the device on a patient during surgery, the unit was charged to 20 joules twice; however, it was indicated that no energy was delivered at any time. It was also noted that the device had new internal paddles. A backup device was available for use at the time of the failure. There were no adverse effects to the patient as result of the reported malfunction.

Manufacturer narrative:
Physio-control evaluated the device, however, the reported failure was not verified, nor duplicated. The paddles and spoons were tested several times at multiple energy levels, with no observed malfunctions. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure cannot be determined.